Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. There was no patient involvement, as the pump was being used for demonstration purposes only. The pump was replaced to resolve the issue.